Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the device had brought them nothing but problems and their symptoms were even worse than before they got the device implanted; they think they would be better off without it. Patient said they have constant diarrhea 24 hours a day and they wear 10-12 pampers a day and hadn't been able to work because of this issue. Patient mentioned they went to urgent care 2 weeks ago because their belly was bloated and they were told that the medications they were on along with the device may have cause that chronic constipation issue so they asked them to stop taking the meds and prescribed mirolax. Patient added they had been turning stimulation up and down but they hadn't felt any stimulation sensation at all and they hadn't noticed any improvement either. Reviewed therapy information and general programming guidance and stimulation expectations. Redirected to healthcare provider (hcp) to further address issue. Patient mentioned they received a notice from their hcp informing that they would no longer see them. Patient also mentioned they had an ongoing claim with their insurance because they never helped them; they only put the device, charged their part and left them on their own and when they saw them like 10 days after the surgery they didn't even notice they still had the bandage on. Reviewed the option of establishing care with another physician that manages the device technology; patient said they were not willing to undergo any other test and they didn't have the resources to do that. Emailed physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). They reported that when the patient reported that the device has brought them nothing but problems there was no device concern, therapy issue, procedure/use issue, etc. The cause of them not feeling stimulation was unknown. Patient did not show up for the last appointment to meet with the rep at the doctor's. As resolution, a device check was scheduled. The issue was not yet resolved.